Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report #: 1627487-2018-08048, reference MFR. Report #: 1627487-2018-08052, reference MFR. Report #:1627487-2018-08053. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted three of the patient¿s leads on 01 august 2018 and implanted two new leads. Note: it is unknown which three of the patient¿s four leads were explanted on (B)(6) 2018, therefore all of them are being reported.